Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency room due to receiving shocks. The shocks appear to be atrial fibrillation with rapid ventricular response. The device is also at end of service. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.